Event description:
The customer observed erratic architect patient results, where the initial patient value wais elevated. The customer provided the following example of this issue: initial test = 20 u/ml, retest = <2 u/ml. The customer visually checked the analyzer and did not find a problem. Additionally, the issue was not resolved with a change in lot of reagent. The customer was not sure of the maintenance situation relating to the probe, therefore, a service call was initiated. The field service engineer reviewed the instrument log and observed "spike noise" and changed the lot of reaction vessels, and the issue was resolved. No suspect patient results were reported out of the lab, and there was no impact to patient management.

Event description:
An eye care professional reported that a patient presented for a routine contact lens follow up examination. Slit lamp exam revealed an asymptomatic central dot corneal ulcer, left eye. Treatment consisted of vigamox, voltaren, & artificial tears. Advised to discontinue contact lens wear. No staining, just dry noted at 3 day follow up visit. No further information has been provided.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.